Event description:
It is alleged that the bur guard melted during a procedure and caused a burn injury to the patient. The health care professional alleges that silvadene ointment was prescribed for the patient.